Manufacturer narrative:
Investigation completed 07/14/2017. Device history record reviewed for product ID a3101 work order 1628007 serial # (B)(4) manufactured on 09/14/2016 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated MFR¿s, variances or rework. No service history is on file for this device. A two year look back from 07/13/2015 to 07/13/2017 for this reported failure using key words "moved", "slipped" for product ID a3101 shows that 11 complaints were received including this case, see below. No new design or manufacturing trends have been identified. Original complaint was for serial number (B)(4) - there was a mix up of the part that was returned by the customer. The customer was supposed to return serial # (B)(4). The serial number returned was (B)(4). No problem found on the unit returned (serial # (B)(4). Failure was not found with the unit provided. The unit met all specifications; therefore, no root cause can be determined.

Event description:
This is the first of three complaints (similar problem, similar product; different incidents) linked to mfg. Report numbers: 3004608878-2017-00174 and 3004608878-2017-00175. It was reported that three of the mayfield base unit a3101 in use had slipped or that there was movement. It was unsure if the same base unit was used for each of the 3 reported incidents since the hospital has four of them. The patient had secure pinning with the a1059, and it is believed that there was no problem with the skull clamp. Inspection was done by the sales specialist for the a3101 and the swivel with no apparent problems. For this first incident, the product was in contact with the male teenager patient. No patient injury or death was alleged. There was no surgical delay or medical intervention reported. Additional information requested, however, customer unable to provide any further information